Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in an emergency room due to failed high voltage shock. Upon interrogation, it was noted that an implantable cardioverter defibrillator had discharged four shocks which were ineffective most likely due to the right sided placement and lead position. Programming changes were made to resolve the issue. The patient was stable post interrogation.